Event description:
During a procedure to repair a fractured elbow surgeon was implanting a screw. The screw threads peeled on insertion. Surgeon removed the screw and used another to complete the procedure.